Event description:
Boston scientific crm received information from a health care provider (hcp) that this lead had triggered a remote monitoring alert for a high out-of-range shock imepdance. Hcp told a boston scientific technical services consultant (ts) that the impedance had been gradually increasing since implant, and there was evidence of noise on the shock channel from an electrogram. Ts discussed the possibility of a lead crush that had developed into a fracture, possibly related to movement of the proximal end of the lead at the last device changeout. Ts also discussed troubleshooting techniques to test the lead's integrity. No adverse patient effects were reported, and the lead remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
This lead's reporting status is changed to serious injury from malfunction due to replacement to resolve a suspected malfunction. This report will be updated if the lead is explanted and returned for analysis.

Event description:
The lead subsequently was surgically abandoned and replaced with a lead from another manufacturer. There were no reports of adverse patient effects.